Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability and loosening of the femoral adapter bolt. As soon as the surgeon reached the joint space, metallosis was evident by black tissue. The poly was removed. The tibial tray was determined to be well fixed, but the surgeon was able to both rotate and piston the femoral component. Upon closer examination, it became clearly evident that the adaptor bolt was no longer engaged tightly with the femoral adaptor. The femoral stem appeared to be well fixed in the femoral canal. Therefore, the surgeon felt that the best treatment option was to removed the distal femur just proximal to the cemented stem and replace the distal femur with an lps femoral component and the segments necessary to restore femoral length and the joint line. Doi: (B)(6) 2005. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.